Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient was seeing a message on their patient programmer that said internal device data lost. No patient symptoms were reported. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.